Event description:
Procedure: gastrectomy.reportedly, the device was applied to tissue however, the staples were not formed correctly. A second device was applied to the tissue which resulted in an additional 3 cm of tissue loss. There was also a small amount of bleeding.